Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. Ccc reviewed the data supplied. The ccc found that the customer's quality control (qc) was in range at the time of the event. The customer stated they ran a system check, which passed and the aligned server 1 probes, primes probes, cleaned probes. A customer service engineer (cse) was dispatched to the customer's site. The cse performed alignment of reagent 1 and reagent 2 probes and peristalic pump. The cse then performed a quick check which passed. The cause of the discordant, falsely depressed vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported out to the physician(s), which was questioned. The same sample was repeated on the same instrument, resulting higher. The customer then repeated the same sample on an alternate dimension vista instrument, resulting similar to the initial repeat result. A corrected report was issued to the physician(s) with the first repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin result.